Event description:
It was reported that during the procedure, the mesh carrier prematurely deployed from the shaft tip, resulting in difficulty tensioning the mesh properly. Upon removal, the mesh was observed to be stretched and deformed, leading the physician to discontinue its use. The physician subsequently performed a retropubic sling procedure using an advantage fit blue system to complete the surgery. No patient complications were reported.

Manufacturer narrative:
Block a2: patient's weight: 75.8 kg. Blocks d4, h4: the complainant was unable to provide the suspected device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block d4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a150103 captures the reportable event of premature deployment of mesh carrier from the shaft tip.